Manufacturer narrative:
Initial and final MDR (B)(4) - MDR device 1 of 4.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced four infusion sets leakage at site event on 13-jun-2024. The blood glucose level was between 400 and 500 mg/dl at the time of event. Patient replaced infusion set and resumed insulin successfully. No further information was available.